Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to reporter, the pt received intrathecal infusion of clinical trial drug through device every 14 days. According to reporter, device was replaced on (B)(6) 2013. No permanent adverse effects to pt reported.